Event description:
It was reported that the patient had disease in the left anterior descending (lad), right coronary artery (rca) and circumflex (cx), as well as left main disease. Extensive calcification was found in the mid lad which did not show on the previous angiogram. Rotational atherectomy was deemed to be the best option for treatment. After atherectomy was performed, a 3.5x30 mm non-abbott stent was deployed after which the patients pressure dropped and a perforation was observed. The patient became hypotensive and a pericardial drain was placed, followed by intubation. Balloon angioplasty was performed proximal to the stent and an attempt was made to advance the 3.5x12 mm graftmaster stent for treatment of the perforation; however, significant difficulty was experienced advancing the stent because of the proximal calcification. At that point the surgeon was consulted; however, the patient was not a good candidate for surgery. A second attempt was made to advance the 3.5x12 mm graftmaster; however, this was again unsuccessful. A multiple layer of stents were deployed but the perforation was not sealed. Finally, the 3.5x12 mm graftmaster was able to be advanced and successfully deployed; however, the stent was not long enough to cover the entire area that was perforated. Additional balloon inflations were performed over the remaining portion of the perforation, but it still was not sealed. Attempts were made to deliver the 3.0x12 mm and the 4.0x12 mm graftmaster stents; however, this was unsuccessful. Prolonged balloon inflations were performed; however, the perforation could not be sealed and the patient expired despite extensive CPR measures. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that death is listed in the otw graftmaster instructions for use (IFU) as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.0x12 mm graftmaster is being filed under a separate medwatch report.